Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the handle of the delivery catheter system (dcs) jumped forward due to stored energy/tension, resulting in the valve being deployed in a higher than desired location. Supportive cardiopulmonary resuscitation was provided to resolve patient hypotension. A second valve was loaded onto a different dcs and implanted valve-in-valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested regarding the devices involved in the complaint. A separate report has been filed for the dcs deployment complaint. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of this device for evaluation, a conclusive cause for this event cannot be determined. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Hypotension is a known potential adverse effect per corevalve IFU and is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure.